Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a wedge/segmental resection, when a doctor had the needle go through the loop and pulled up the thread, the loop broke. The part fell into the patient's cavity and was retrieved. The procedure was completed with another device. There was no patient injury.